Event description:
While trying to draw blood from a hickman catheter, a nurse hooked up the bd multi-sample luer adapter to the end of the hickman to draw a panel of blood. During the blood draw, the luer broke off into the hickman and couldn't be dislodged from the catheter. Pt had to be sent to the o.r. To have the hickman replaced.